Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2019; dtma1qq crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived at the emergency room was pronounced deceased. An interrogation noted possible undersensing and oversensing on the right ventricular (rv) lead as the device tried to adjust to the size of the fine ventricular fibrillation for detection. This may have prevented the device from delivering timely therapy; thereby resulting in the patient's death.